Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had started beeping and received a button error. Customer¿s blood glucose was 240 mg/dl to 280 mg/dl. Customer stated that the buttons was unresponsive. Troubleshooting was performed for button error and troubleshooting was declined for condensation. Customer was advised to the insulin pump would need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unresponsive button due to frozen display.